Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned but review of the photograph confirms the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune tibial trial extractor 254500138 broke during surgery. All broken parts were recovered. No injury or delay. Procedure successfully completed. No patient consequences.